Event description:
On (B)(6) 2013, a distributor contacted animas alleging that there was no power, vibrations or audio tones with their pump. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump¿s black box showed one pump reboot event on (B)(4) 2013 associated with a battery change. The battery compartment and cap were undamaged and the battery cap was able to properly screw into the battery compartment. The cap was tightened and then unscrewed a half turn with no reboot occurring. The pump was primed and exercised for a 24 hour with no power interruption occurring during the test. The pump¿s case was removed, no intermittent condition was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).